Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain and discomfort at the ipg site particularly on specific positions and movements such as lying. The ipg site was reviewed and it was seen that the edge of the ipg sitting more superficial. As a result, surgical intervention may take place to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that surgical intervention took place on (B)(6) 2019, wherein the patient's ipg was repositioned. An abbott representative was not present at the case.